Event description:
It was reported that the patient's pulse generator had entered backup vvi mode. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicated that the patient's pacemaker also exhibited premature battery depletion. The pacemaker was explanted and successfully replaced. The patient remained stable.